Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v396221, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. No stimulation sensation was noted. "Trigger finger" was noted. The patient had surgery in (B)(6) of this year on her right trigger finger. The patient was not fully healed yet and had trigger finger on her left side too. The patient started seeing a chiropractor in (B)(6) 2013 and that he would "put devices" on her hand and shoulder, possibly similar to a tens unit. The patient noted that programming changes around the same time and had a return of symptoms. After one visit, the patient didn't make it to the bathroom in time. The patient had to go to the bathroom before leaving on a separate visit. The patient didn't realize until (B)(6) 2013 that her return of symptoms coincided with her chiropractor visits. The patient noted seeing the poor communication screen. The patient was able to communicate successfully once while on the phone with patient services and confirmed that she was on program 4 at 1.6 and that stim was on. The patient wanted to be on program 3 at 2.4. The patient wrote down directions on how to change between programs. The patient was at work and did not have ability to try full troubleshooting. The patient did not have an antenna. The patient was not currently feeling stim. If additional information is received, a follow up report will be sent.